Event description:
During evaluation of the device at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The philips authorized repair facility technician rft performed diagnostic testing on the device speaker and found there was no beep or sound due to a defective speaker. The rft replaced the device speaker. The device was operational after repairs were completed and returned to the customer.